Event description:
It was reported that the arctic sun device failed calibration error 3(pre-warm nominal flow error). During functional check there were no issues flow rate (fr) was 1.8, circulation pump command (cpc) was 44 percentage, inlet pressure (ip) was 6.9. Stated that they would run another calibration and make sure the parameters were entered correctly. Would call back if they had another issue passing calibration. Updated on 10jan2024 they called back and stated that the device again failed calibration error 3. Device was run in manual control with calibration test unit (ctu) connected and flow rate (fr) was 1.9 with no fluid delivery line (fdl) or calibration test unit (ctu) connected inlet pressure (ip) was 0.0 as expected. Device would be sent to the depot for assessment of the circulation pump.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not duplicated during testing. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 3(pre-warm nominal flow error). During functional check there were no issues flow rate (fr) was 1.8, circulation pump command (cpc) was 44 percentage, inlet pressure (ip) was 6.9. Stated that they would run another calibration and make sure the parameters were entered correctly. Would call back if they had another issue passing calibration. Updated on 10jan2024 they called back and stated that the device again failed calibration error 3. Device was run in manual control with calibration test unit (ctu) connected and flow rate (fr) was 1.9 with no fluid delivery line (fdl) or calibration test unit (ctu) connected inlet pressure (ip) was 0.0 as expected. Device would be sent to the depot for assessment of the circulation pump.